Manufacturer narrative:
B3 is unknown. One device was returned for repair. The service history review identified there was no indication that the complaint was related to a service of the device within the review period. Event log recorded some power down without user confirmed due to depleted battery. Visual inspection found fluid ingression on main board, broken/rusty battery compartment, and degrade dso sensor. The main board and battery compartment were replaced to correct primary issue. Also replaced dso sensor, battery door, lens, keypad, and labels. The device passed all functional tests after the repair.

Event description:
It was reported that the device turned off automatically. There was unknown patient involvement.